Manufacturer narrative:
(B)(4). Covidien is attempting to gather further details associated to the circumstances of this report. Lot number was unknown, therefore device manufacturing date can not be determined. Referencing related medwatch report: 2936999-2014-00522.

Event description:
Covidien received a report the max-ni sensor continually read a oxygen saturation value of 70%. There is no patient injury reported with this event.

Manufacturer narrative:
(B)(4).